Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A fracture was suspected. A revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and yielded the same out of range impedance measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a fracture in the outer coil approximately 23 cm from is-1 end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.